Manufacturer narrative:
The investigation into the into the delivery issues- anatomy and the asystolic arrest issues has been completed since the original report was filed. Per the given clinical information, the root cause of the delivery issue was patient condition related to small/ diseased vessels. Any device contacting the heart wall in conjunction with a poor patient condition could result in vf/vt but since fluoroscopic imaging and/or sufficient clinical details were not provided, a relation between impella and the vf/vt is unable to be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported the doctors attempted to advance the impella rp through to the right ventricle without success. Patient became asystolic briefly and it resolved with the pump removal. Decision was made to abort the rp insertion.